Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level was over 300mg/dl. The customer's current level is 401mg/dl. Troubleshoot was conducted. The device passed the testing. The customer was advised to monitor the device, and to monitor the site because it was not changed during the troubleshoot.